Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A family member reported a persistent motor error alarm from the customer's insulin pump. It was reported that the alarms occurred mostly during bolus delivery. There was no significant event reported leading up to the alarms. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 135 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, no motor error alarms noted. The motor passed the motor test. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.